Manufacturer narrative:
H10: additional contact: lauren ducie, registered nurse, (B)(6). Hospital, oncology/hematology,email: (B)(6). ,phone: (B)(6). Corrected information in section e1 - initial reporter email.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The event occurred on an unspecified date involving a plum set that had a crack in the b line connection. It was reported that an ivh had been set up and in use when it was observed that the entire blue bung on the b line had snapped off. The line was taken down and replaced with a new line. The customer stated an investigation into the staph aureus and strep line infection is currently in place for the patient and whether this was a contributing factor to the infection. There was patient involvement, but no patient harm.